Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: a2: age at time of event: updated with additional information received. A3: sex: updated with additional information received. A4: weight: updated with additional information received. B5: describe event or problem: updated with additional information received. H10: no sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: corrected information is provided in sections: d1, d4: expiration date, h4, h5 and h6.

Event description:
Additional information was received from customer. There was a partial infusion of the treatment. Regarding the reported event, there was no patient factors related to the adverse event detected.

Event description:
It was reported that the pump was alarming cassette off. Pump does not function. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.